Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced but was confirmed through a review of the event history log. Evaluation determined that this was caused by a failed motor. The motor assembly was replaced was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 105 in the emergency room. It was also reported there was no patient injury.